Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier would not close all the way. The clip would not form. The site opened another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
.